Event description:
It was reported that the patient's right s1 pedical was broken during the mini-invasive posterior fixation procedure at l5-s1, therefore, compression was not satisfactory added to the right side.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conforamance to specifications.